Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of over 500 mg/dl. The customer was not wearing her insulin pump at the time of hospitalization. While in the hospital, the customer went back to insulin pump therapy. The customer had trouble with her insulin pump because all of the insulin was delivered to her. She received a low reservoir alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.